Event description:
The event is reported as: the customer alleges noticing glue residue on the filter (paper). No report of a patient injury/involvement.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.